Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the capture anomaly could not be determined.

Event description:
It was reported that during the implant procedure, when device was connected to an analyzer, no measurements could be obtained. Psa measurements showed normal values. Device was replaced. Patient condition was fine.